Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon broached to a size 16 which was too small. The surgeon had no option but to try the 18 broach. This was unremarkable , however when the surgeon reduced the femur with the std neck and 32 +1 trial head in situ, there was an audible crack. Doe: (B)(6) 2017 ; surgical delay of 3 hours.

Manufacturer narrative:
(B)(4). Investigation summary: no products were returned. A search for the broach product codes identified no previous similar requests. We sent the surgeons request for the extra size broaches to our bio-engineering department who responded as follows: no immediate action is deemed necessary for the current marketed product. New product development process requires complaint review therefore this will be captured and taken in consideration in future developments. No corrective action is required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.